Manufacturer narrative:
Insulin pump was received with a no motor movement or negligible alarm occurring during rewind. Failure due to moisture damage to the motor assembly. Keypad unresponsive or button error alarm not confirmed during testing. Insulin pump passed the self test, the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, and occlusion test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was 162 mg/dl. The customer reported that they had stuck button alarm message on pump and keeps on beeping. The customer reported that the time clock was advancing. The insulin pump will be returned for analysis.